Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Th customer's family member reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s low blood glucose was unknown. The customer was treated with glucose tablets. The customer also stated that the insulin pump was giving her a lot of insulin pump. The insulin pump will not be returned for analysis.